Event description:
It was reported that the patient was seeing error code 8503"¿physician bolus in progress" on his personal therapy manager. The patient had a refill on (B)(6) 2012 and the drug concentration was changed. About 4 hours after the refill, the patient was getting error code 8503 on the personal therapy manager. After reviewing the logs, the bridge bolus duration was supposed to be 23 hours and 17 minutes. It was noted that during the refill session, there was some confusion about the refill date. After the update, the alarm date shown on the personal therapy manager was (B)(6) 2013. The health care professional was questioning why the personal therapy manager was showing the patient was due for a refill in a couple of weeks since the patient was just refilled. The patient was scheduled to be seen by the healthcare professional in two weeks to troubleshoot further. The pump was being used to deliver baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# unknown, product type programmer, patient. Product ID: 8709sc, serial# (B)(4), (B)(6) 2011, product type: catheter. (B)(4).